Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was on multiple inotropes, pressors, and was started on continuous veno-venous hemofiltration (cvvh). The pt continues to have multiple intermittent low flow alarms. The pump's speed was turned down due to the pt's right heart failure. Add'l info provided to the MFR indicated that the pt's family elected the pt as "do not resuscitate" (dnr) and withdraw lvad support. The pt then expired.

Manufacturer narrative:
According to the info provided to the MFR, the lvad is not returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.